Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. System logs were not available for review.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax after the patient was discharged home. The first target nodule was 1.5 centimeters (cm) in size and located in the right upper lobe. The second target nodule was 6.6 cm in size and located in the right lower lobe, more than 2 cm away from the pleura. A radial endobronchial ultrasound (ebus) probe was utilized to localize the lesion's location. The procedure was completed as planned with no delays. Fluoroscopy and follow-up chest x-ray after the procedure were unremarkable. The patient was discharged home after the procedure. The patient was at home eating dinner and choked on a pork chop. The patient began coughing and his neck started to feel full, so he went to the emergency room. A chest x-ray was performed, and the patient was diagnosed with a pneumothorax of less than 20% and a pneumomediastinum related to barotrauma from coughing. A pigtail catheter was inserted. The patient was admitted for less than 24 hours, then the pigtail was removed, and the patient was discharged home. The physician believes that the ion neither caused nor contributed to the pneumothorax; it would have likely occurred via another modality. There was no device malfunction associated with the event.